Event description:
Following a laparoscopic anti-reflux procedure, a patient was hospitalized for severe chest pain. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2014 by dr. (B)(6). Patient admitted to emergency room on (B)(6) 2017 with chest pain. The patient was given ppis. Patient was discharged from the hospital on (B)(6) 2017. Patient admitted to emergency room on (B)(6) 2017 with chest pain, and discharged within 24-hours. Patient hospitalized for less than 24 hours on (B)(6) 2018 with epigastric pain with nausea, dizziness, sweatiness, and shortness of breath. As of (B)(6) 2018, the patient is experiencing epigastric pain, gassiness and bloating, and is being managed by their physician.

Manufacturer narrative:
Updated event to include device explant information. Updated relevant tests/laboratory data to include device analysis. Updated if explanted, give date to include explant date. Updated evaluation codes to include method codes 10, 84, and 3354. Updated report date.

Event description:
Following a laparoscopic anti-reflux procedure, a patient was hospitalized for severe chest pain. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2014 by dr. (B)(6). Patient admitted to emergency room on (B)(6) 2017 with chest pain. The patient was given ppis. Patient was discharged from the hospital on (B)(6) 2017. Patient admitted to emergency room on (9)(6) 2017 with chest pain, and discharged within 24-hours. Patient hospitalized for less than 24 hours on (B)(6) 2018 with epigastric pain with nausea, dizziness, sweatiness, and shortness of breath. As of (B)(6) 2018, the patient was experiencing epigastric pain, gassiness and bloating, and is being managed by their physician. Device explant due to severe chest pains occurred without issue on (B)(6) 2018 by dr. (B)(6). A hiatal hernia repair and partial (270 degree) fundoplication were performed at the time.